Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurately high readings with control solution. The medical surveillance specialist (mss) was unable to contact the patient for additional information. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue occurred ¿right away.¿ the patient reported using janumet to manage his diabetes. It is unclear if the patient made any changes to his normal diabetes management routine on the day of the alleged issue. The patient reported immediately after the alleged issue occurred he developed symptoms of ¿foaming, nonresponsive, and clammy.¿ the patient reported a non healthcare professional third party assisted him with glucose tablets as treatment. It is unclear how much time passed until the patient¿s symptoms abated. It is unknown if the patient sought medical intervention from a healthcare professional due to his symptoms. At the time of troubleshooting, the cca determined the patient¿s test strips, control solution and test strips vial were in good condition and the meter was in the correct unit of measurement at the time of testing. The patient was found to be using the correct testing steps. When a control solution test was run, the result was not within the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue, he developed symptoms suggestive of severe hypoglycemia and required treatment from a third party.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (10/09/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/27/2013 and 10/1/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.